Event description:
Equipment broke during surgery. On (B)(6) 2013, while inserting a helical blade, the head of a coupling screw broke off. No patient harm and extension of surgery time was reported.

Manufacturer narrative:
Visual inspection revealed an orange brown discoloration resembling corrosion exist around the part number and lot number etches. The hex recess in the knob is distorted and dented. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are discolored but still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. A review of the product design and drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide (j3900-g), could result in loading conditions that may lead to breakage. The returned device was manufactured in january 2007 and is over 6 years old and shows evidence of being used and hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.